Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found discontinuities of the conductor cables ring electrode two and three consistent with procedural damage. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.